Event description:
Note: this report pertains to one of two devices implanted during the same procedure. Associated manufacturer report #3005099803-2012-05767 pertains to the other device. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced injuries (specifics unknown). The physician was contacted and it was confirmed that no further information is available. All other information is unknown and unavailable.